Event description:
It was reported that after the fitting appointment on (B)(6) 2013, the pt told his mother that his hearing performance was worse. The pt was hit on his head while playing 4 weeks ago, but it is not known on which side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.